Event description:
It was reported in the past the patient had a wire come out of the skin and they had to have it revised. It was noted before the revision the device was operating "normally." It was also noted there was "bleeding and then they had the revision." Since the revision, "the device hasn't been the same." No further information was reported. Refer to manufacturer # 3004209178-2012-12082. It was unclear which device the patient was referring to as the patient had multiple spinal cord stimulators placed.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), product type lead, product ID 3778-60, serial# (B)(4), product type lead, product ID 3777-45, serial# (B)(4), product type lead, product ID 3777-45, serial# (B)(4), product type lead. (B)(4).